Event description:
It was reported that the patient had an asymmetric lens vault. The lens was rotated on (B)(6) 2014. The lens still has a slight tilt. Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.